Event description:
There were two floor loaded sterilizers installed in the sterile processing unit in august 2004. The installation was done by getinge/castle. Since the installation, there have been several problems with the sterilizers. The director of perioperative services had heard of others having problems with the door gaskets.